Manufacturer narrative:
Physio-control further evaluated the device and was able to verify the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.physio further evaluated the removed pcb assemblies in the failure analysis center and determined that the cause of the reported failure was due to a thermally sensitive integrated circuit chip, designator u83.

Event description:
The customer reported that their device was intermittently locking up when powering the device on. When this issue was occurring, the device was displaying an all white screen and the device could not function. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and has been unable to verify or duplicate the reported failure. Once proper device operation is observed through functional and performance testing, the device will be returned to the customer for use. The cause of the reported failure could not be determined.